Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit power up properly after battery installation. The pump passed the displacement test, active current measurement and sleep current measurement. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within the specification range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no relevant alarm was recorded in download history files. Pump was cut open to perform visual inspection and found moisture damage on the motor slide. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, customer concern for unexpected battery power loss was not confirmed during testing. No low battery alarms or unexpected battery power loss noted. Motor slide exposed to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.